Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline fault alarm was confirmed with the submitted log file. The log file captured driveline fault alarm events and was active as a result of the hex values being out of specification. According to the data, the log file captured similar data to the log file retrieved from returned system controller (serial # (B)(6). The evaluation of that system controller confirmed the driveline fault alarm is related to the returned device. Multiple attempts were made to obtain additional information from the customer regarding the return status of system controller (serial # (B)(6); however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # (B)(6) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. System controller (serial # (B)(6) was shipped to the customer on 22nov2019. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) section 7 and the heartmate ii patient handbook section 5, under "alarms and troubleshooting", describe all alarms (visual and audible) and what action should be performed when they do occur. This includes the driveline fault alarm. Heartmate ii lvas IFU section 2 and heartmate ii patient handbook section 2, cover replacing the running system controller with a backup controller. Heartmate ii lvas IFU and heartmate ii patient handbook caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous driveline repair was reported in MFR. Report #2916596-2017-00794. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has had multiple driveline fault alarms upon interrogation. A log file review was requested. During the analysis of the log file technical services observed driveline fault alarms starting on (B)(6) 2020. Technical services recommended swapping out the patient¿s controller when it is safe to do so as per the IFU to determine if the driveline faults are true. On (B)(6) 2020 at 12:26 at the end of the log file, it appears the controller may have been replaced, due to the driveline disconnects noted in file. Technical services would like confirmation if the disconnects were intentional or if the controller was replaced. In addition, records indicate the patient had a driveline repair on (B)(6) 2017. It was reported that there was a controller exchange. The vad coordinator was not able to perform the 25 power cable disconnects with either the black or white controller power lead before the patient exited the clinic. This will be done when the patient returns to the clinic within a month.